Event description:
It was reported that following an implant procedure postanesthesia, the patient was vomiting and was not stable. The physician aborted the procedure and the patient was doing well. The used ipg was not returned.